Event description:
The customer reported that different alarms in the system were not matching. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.